Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event. The customer has had no further issues since the service action performed by the fse.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for a1c-2 tina-quant hemoglobin a1c gen.2 (a1c-2) on a cobas integra 800. The erroneous results were reported outside of the laboratory. The initial a1c-2 result was 5.3%. This result was reported outside of the laboratory. On 01/04/2017 the physician questioned the result since patient has a history of diabetes and a fasting glucose result from the same day was 232 mg/dl. The sample was repeated and the result was 7.8%. The a1c-2 result was corrected. The customer also pulled 10 patient samples from before and after the initial a1c-2 result of 5.3% and repeated them all. The customer said the repeat results were the same as the original. The customer is only concerned about 1 patient sample. Three sets of quality controls (qc) were run on the day of the event and all qc was within range. There were no known instrument issues on the day of the event. The customer checked the sample for clots and none were found. The customer stated they are not running qc at the beginning of every cassette as recommended. The customer runs about 10 cassettes per night. The customer runs qc every 150 samples, but not necessarily at the start of each cassette. The customer also pulled the patient¿s cbc tube from the same draw and the a1c-2 result was also 7.8%. No adverse event occurred. The a1c-2 reagent lot number was 14350301 with an expiration date of 10/31/2017. The field service engineer (fse) visited the customer site and identified an issue with sample probes. All the sample probes were tightened. Precision testing was performed. The analyzer worked according to specifications. The customer ran calibration and qc and the results were acceptable.